Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Pancreatitis is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex fc billiary stent was implanted during a procedure performed on (B)(6) 2013 as part of the wallflex biliary fully covered (fc) chronic pancreatitis study. According to the complainant, the indication for the stent placement was treatment for a distal common bile duct stricture. A baseline biliary obstruction assessment performed on (B)(6) 2013 revealed jaundice, dark urine, and pale stool. In addition, baseline liver function tests were performed. On (B)(6) 2013, the patient underwent the stent placement procedure. A previously placed pancreatic stent was removed. A sphincterotomy was not performed during the procedure as the patient had had a previous sphincterotomy. The study stent was implanted in a satisfactory position across the stricture. The stent placement was performed as an inpatient procedure and the patient was discharged on (B)(6) 2013. On (B)(6) 2013 the patient was seen for per protocol follow up and a biliary obstructive symptoms assessment was performed and identified no symptoms. In addition, liver function tests were performed. On (B)(6) 2013, the patient experienced chronic pancreatitis. An additional ercp (endoscopic retrograde cholangiopancreatography) was performed and according to the investigation site the event was related to the stent. The event was considered resolved as of (B)(6) 2014.